Event description:
It was reported that there was a high pitched sound coming from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, hard drive, servo drive, and lemo cable receptacle. System operates as intended.